Manufacturer narrative:
Customer complained on (B)(6) 2021 insulin pump alarmed stuck button. Device passed self test and displacement test. All buttons function properly however, moisture damage is noted on keypad traces. Device successfully downloaded to thus. No stuck button error alarms noted during testing. Verified device alarmed stuck button on (B)(4) 2021 8:51:44 in device downloaded history. Device passed the keypad voltage test. No damage was noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. All buttons function properly however, moisture damage is noted on keypad traces. No stuck button error alarms noted during testing. Verified device alarmed stuck button on (B)(4) 2021 8:51:44 in device downloaded history.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Insulin pump had received stuck button alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.